Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke from the alinity I processing module. The field service representative inspected the analyzer and found charred components on the reagent temperature controller board. No visible fire was observed. No impact to user safety or patient management was reported.

Manufacturer narrative:
The field service engineer (fse) inspected the analyzer on-site and discovered charring on the reagent cooler temperature controller. The reagent cooler module was inspected and found to have a short circuit but there was no evidence of fluid leakage. The coolant pump was also replaced during troubleshooting. The instrument was returned to normal function after the parts were replaced. A review of the service history was performed and found no contributing factor on or around the date of the event. There have been no further documented contacts from the customer regarding smoking or burning analyzer components. The 2020 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The burn/charred observed was limited to the reagent cooler temperature controller only; damage did not spread to other parts of the instrument. A review of complaint and trending data did not identify any trends for tickets with replacements of the reagent cooler temperature controller or the cooler module parts. A 12 month search for similar issues identified one additional complaint of charring to the reagent cooler temperature controller; however, the charred part was the result of fluid leaking. A review of the alinity I product monitoring tracking and trending data did not identify any trends related to the issue identified in this complaint. Manufacturing documentation for the part was reviewed and did not identify any issues. Labeling was reviewed and sufficiently addresses the customer's issue. No systemic issue or deficiency of the alinity I processing module was identified.